Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited undefined high impedance one day post generator change. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.